Manufacturer narrative:
Complaint conclusion: as reported, an unknown intravascular ultrasound (ivus) device got stuck in a 6f .070 90cm brite tip guiding catheter. It was removed and another catheter was used to complete the procedure. There was no reported patient injury and the device will be returned for analysis. The patient¿s information was unknown. The target lesion was the right femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. An approach was made. For the procedure, a 6f brite tip guiding catheter was opened. There was no difficulty removing the product from the packaging and the device was prepped according to the instructions for use (IFU) with no anomalies noted. There were no kinks or other damages noted to the catheter. The brite tip catheter was delivered to the lesion over a non-cordis guidewire with an unknown ivus. However, the ivus got stuck. It is unknown if the guidewire or ivus was kinked/bent or reshaped in any way. It is unknown if there was suspicion of a clot or foreign material obstructing the device or if the catheter was ever in an acute bend. It is unknown if any unusual force was used while using the device or where the ivus was stuck in the catheter. The brite tip was removed from the patient and was changed to another new guiding catheter. The same guidewire was used to complete the procedure. It is unknown if any of the devices had damages noted after use in the patient. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. Once the product was received, the decontamination site reported that the device tip broke and was not included. The customer reported that the separation did not occur during the procedure, there were no damages noted at that time. However, the separation of the distal tip occurred by accident during handling of the device while outside of the patient after the procedure. The separated tip was noted prior to shipment for decontamination/analysis. One non sterile unit guiding catheter 6f .070 str 90cm was received coiled inside of a plastic bag. No anomalies or damages were observed on the received unit. The brite distal tip was complete and it looks smooth and in a good shape. The involved unknown intravascular ultrasound (ivus) device was not received for analysis. After the guiding catheter was flushed, an emerald .038¿ guide wire lab sample was inserted through the received catheter and no resistance or friction was experienced during the insertion/withdrawal. A review of the manufacturing documentation associated lot 17390152 revealed no anomalies during the manufacturing and inspection processes. The event reported as ¿brite tip/distal tip - separated-peripheral¿ was not confirmed as the distal tip of the received unit was complete and no anomalies were observed on it. The event ¿catheter (body/shaft) ¿ obstructed-in patient: particles cannot be injected (peripheral)¿ was not confirmed, since during functional analysis, a guide wire lab sample was inserted through the received catheter and no resistance or friction was experienced during the insertion/withdrawal. Additionally, the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Controls are in place to verify the catheter. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
The brite tip catheter was delivered to the lesion over a non-cordis guidewire with an unknown ivus. However, the ivus got stuck. It is unknown if the guidewire or ivus was kinked/bent or reshaped in any way. It is unknown if there was suspicion of a clot or foreign material obstructing the device or if the catheter was ever in an acute bend. It is unknown if any unusual force was used while using the device or where the ivus was stuck in the catheter. The brite tip was removed from the patient and was changed to another new guiding catheter. The same guidewire was used to complete the procedure. It is unknown if any of the devices had damages noted after use in the patient. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. Decontamination site reported that the device tip broke and was not included. The customer reported that the separation did not occur during the procedure, there were no damages noted at that time. However, the separation of the distal tip occurred by accident during handling of the device while outside of the patient after the procedure. The separated tip was noted prior to shipment for decontamination/analysis. Please note that the gender of the patient is unknown. Concomitant devices: fmd chevalier 14 tapered 0.030 guidewire; and unknown ivus device. Phone: (B)(6). The device was returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown intravascular ultrasound (ivus) device got stuck in a 6f .070 90cm brite tip guiding catheter. It was removed and another catheter was used to complete the procedure. There was no reported patient injury. After the procedure, the distal tip of the catheter accidentally separated during handling of the device. The patient's information was unknown. The target lesion was the right femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. An approach was made. For the procedure, a 6f brite tip guiding catheter was opened. There was no difficulty removing the product from the packaging and the device was prepped according to the instructions for use (IFU) with no anomalies noted. There were no kinks or other damages noted to the catheter.